Event description:
The customer reported an issue where the "alarm buzzer" was defective on the mx40 device where sound distortion was noted. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.